Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the doctor implanted the new lead into the same location as the old lead. Rep reports they got good motor response with the new lead but when they connected the lead to the ins they had high impedances >4000 on all contacts except c-0 which was 283 ohms. Rep suspects possible issue with scar tissue at lead electrode site due to placing the lead in the same location. Technical services (ts) reviewed that it is possible that the lead pulled slightly out of the ins header. Rep does not think that is possible because the dr reseated the lead in the ins twice. Rep will check in about a week to see if the high impedances have resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y7ps serial# implanted: (B)(6) 2024 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) and patient. The rep reported that the steps taken was unscrewed lead from ipg and re-wiped lead. Issue was still ongoing. Patient was unable to increase stimulation past 0.3 ma on all programs. Patient mentioned that they will have a follow up appointment with the doctor and the rep to check what is happening with the ins. Additional information was received from patient, their equipment doesn't work and hasn't worked since they put it in. Caller stated that they were not able to get it to work and they are going in on friday and the representative is going to try to get the equipment to work. Caller noted that the software does not work correctly and they have tried everything they can and it is not working. Caller added that it will not go past 0.3 on any of the 7 different channels and on 2 and 6 it only goes to 0.2. The patient was redirected to their healthcare provider to further address the issue.